Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one verio iq meter read inaccurately high compared against the lab and to another device. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged inaccuracy started in ¿(B)(6) 2013¿. At unspecified dates/times, the patient stated she obtained blood glucose results of ¿263 mg/dl¿ with the subject meter and ¿119 mg/dl¿ with a laboratory device, performed greater than 30 minutes from each other. The patient also stated she tested on another meter (freestyle) and obtained a result of ¿119 mg/dl¿, however, the time difference between the comparisons was not indicated. The patient manages her diabetes with insulin (novolog, 8 units in the morning; lantus 5 units at night) and stated she continued with her usual dose of medication in response to the alleged inaccurate result(s) obtained with the subject meter. At an unspecified time after the alleged issue occurred, the patient reported developing symptoms of ¿headaches, dizziness, and nausea¿. The patient stated the ¿week after the (B)(6)¿ she went into the emergency room (ER) and was given ¿IV glucose¿ from a health care professional (hcp). During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. Although the patient was treated by a hcp, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s symptoms and treatment correlated with the reported lfs meter results and do not meet lfs criteria of a serious injury. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.